Event description:
During an arthroscopic hip repair of the labrum and cam, the physician (spain) utilized a dyonics rf-s whirlwind 90 degrees probe. It was reported that during the procedure, a small metallic plate from the distal end of the wand was visualized in the pt portal. The metal object was retrieved with graspers. An x-ray was performed to confirm that no metal objects were left inside the pt. No further complications were reported as a result of this event.